Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device is not available to the manufacture.

Event description:
It was reported that the physician successfully performed four passes with retrieval devices to treat a m1 left middle cerebral artery (l-mca) occlusion. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. Post procedure, the physician stated that there was damage to l-mca m1 perforators. Twenty one days post procedure, the patient had a delayed reperfusion hemorrhage that the perforator damage was attributed to recanalization and led to the delayed brain hemorrhage. No further details were provided.